Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite confirmed that the geometry movement was only partially available. Review of the system log file confirmed that geometry pc communication error. Upon functional testing, it was found that the mpd control unit was faulty. The fse replaced mpd control unit as corrective action. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that the allura xper fd10 system indicated that the geometry movement was only partially available. It was later indicated that the system was down and, as a result, examination has to be postponed. Philips has started an investigation of the complaint.